Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and was not able to reproduce the customer's reported issue. The stm noted that the iabp unit worked to specifications and completed scheduled preventative maintenance (pm) on the unit. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that it was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) generated a "gas loss" alarm. There was no patient involved and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that performed the repairs, has clarified that the reported issue in this complaint was initially reported by the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a "gas loss" alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.